Manufacturer narrative:
One device was returned for analysis. Visual inspection found a torn (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a air in line alarm. The downstream occlusion seal (dso), air detector and latch lock sensor were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air in line was alarming. The event occurred during testing and there was no patient involvement.